Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Regulatory agency reported right side "wound on right side had poor healing with persistent serous draining and dehisced on (B)(6). Intraoperative culture swab obtained same day, when implants were removed, grew mycobacterium porcinum". Device has been explanted.